Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Block h6: imdrf device code a070803 captures the reportable event of console failure to power up.

Event description:
It was reported to boston scientific corporation that an endostat iii rf generator was used for an unknown procedure performed on an unknown date. During the procedure the generator did not deliver energy. Unknown how procedure was completed. There were no patient complications as a result of this event.